Event description:
The customer reported that the orange tips come off easily. They do not fit securely on the needle resulting in unexpected needle sticks. This occurs when opening a new ten pack or when a participant is in a position where they need to reuse a syringe. Also, the plunger does not move smoothly.